Manufacturer narrative:
Correction to block b5 - the patient was indicated as a deep brain stimulation dbs patient but should have been listed as a spinal cord stimulation scs patient. Additional suspect medical device components involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6) . Batch: 209324.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the site of the implantable pulse generator (ipg) and the lead incision sites. The wounds were red and weepy, and the patient felt unwell, however, there were no signs of fever present. The patient was administered a seven-day course of antibiotics in addition to antihistamine as the physician assessed there was a possible allergic reaction to the dressings as well. The patient's infection was clearing up and starting to scab over. Additional information was received indicating the infection has since resolved with no further complications.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 209324.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the implantable pulse generator (ipg) and the lead incision sites. The wounds were red and weepy, and the patient felt unwell, however, there were no signs of fever present. The patient was administered a seven-day course of antibiotics in addition to antihistamine as the physician assessed there was a possible allergic reaction to the dressings as well. The patient's infection was clearing up and starting to scab over. The devices remain implanted.